Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported during use with flotrac, it was noticed that the screen of this ev1000 monitor was ¿green, blurry and unable to read accurately¿, although it was still able to trace and provide numbers. It is unknown if the monitor was exchanged as the customer stated the issue self-resolved. There was no allegation of patient injury. The product was available for evaluation. It is unknown if an error message was observed. Additional information stated that the numbers intermittently froze and jumped around. It could not be clarified whether the numbers displayed were accurate or not. Additionally, there was nothing to compare the values and determine the accuracy. No further information could be obtained including patient demographics.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report was generated in response to the reporter indicating that an error also occurred two weeks prior, however it ¿self-resolved.¿ see report 2015691-2018-04774 for the initial communication involving the referenced device. Review of the device history record supports that the device met all release specifications with no non-conformances noted for any reason. The monitor was manufactured 01-sep-2011 with an expiry date of 01-sep-2016. At the time of the customer¿s complaint, the ev1000 had exceeded its expiry date by two years. The suspect ev1000 platform was returned and evaluated. During power-up, the panel performed as expected and the screen appeared normal with no deficiencies noted for any reason. While running on a simulator, the system delivered expected values. However, after two hours the screen changed and became distorted in color, displaying a strong green tint. The customer¿s complaint of a green blurry screen with suspect values was confirmed and categorized as an intermittent fault. A hardware defect was observed in the screen which may have contributed to the customer¿s issue. The defect was noted as consistent with damage occurring from some type of impact. It was noted that the panel has been in service at the customer¿s site since 2015. There was no indication or evidence of a manufacturing defect being responsible for the reported issue. To remedy the failure, a new panel pc was installed and the old panel was scrapped. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.